Manufacturer narrative:
Related voluntary medwatch form received: mw5167241.

Event description:
Voluntary medwatch form mw5167241 received states: low right ventricular (rv) defibrillatory impedance.

Manufacturer narrative:
Correction: section h10: including medwatch # in h10.